Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and no errors were observed. The complaint was not confirmed for the device because it did not display any perpetual reboot on the log.the reported event of initializing screen without manual restart was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. Data was provided for evaluation. The report of the receiver initializing without manual restart could not be confirmed via data. The root cause could not be determined. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.